Event description:
The digital stryker prophecy team received a CT scan indicating that the patient presented with gastric recession and gutter debridement. The reason for revision is gastric recession and gutter debridement. The surgeon does not suspect any implant loosening.

Manufacturer narrative:
Please note the corrections made to the h6 device code: the reported event that was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component does not show radiolucence or cysts or other signs of loosening or migration. The pe is not visible in the CT scan, there is no indirect sign of loosening or separation, though. The talar component does not show signs of loosening or migration as well. The reported gutter debridement is a clinical diagnosis and cannot be assessed with the CT scan.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. H3 other text : device remains implanted in the patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient presented with gastric recession and gutter debridement. The reason for revision is gastric recession and gutter debridement. The surgeon does not suspect any implant loosening.